Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra mini meter had a power issue does not turn on and turns of during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began 3 weeks prior to contacting lfs. The patient manages her diabetes with insulin self-adjuster (lantus 62 units at night and novolog 40 units 3 times daily). The patient reported that she continued with her usual diabetes management routine in response to the alleged product issue. She stated that on (B)(6) 2018 on an unspecified time, she developed the symptom of ¿feeling shaky¿. She stated that on (B)(6) 2018, 4:20pm she self-treated with food and drink. ¿glucose tab, cheese and protein¿. No other device was used to obtain a blood glucose result. At the time of troubleshooting the cca noted that it was not the first time the meter was being used, there was no misuse of the meter, the correct test strips were being used and when the patient pressed the power button the meter did turn on. However, when she inserted a new strip the meter did not turn on. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began. The symptoms and treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose.